Manufacturer narrative:
See MDR 1920664-2008-00366 for the delivery device used with this intraocular lens.

Event description:
The haptic broke during the insertion of the lens in the pt's eye. Another lens was used to complete the procedure.